Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 6000 c501 module. The initial na result was 133 mmol/l, and the repeated result was 140 mmol/l. The repeated result was obtained on another module.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The electrode lot number and expiration date were not provided. The calibration was not acceptable. The field service representative found leakage in the electrode block. He repaired the cam lever spring, performed calibrator primes, maintenance, and successful tests and checks. The investigation determined that the service actions resolved the issue.